Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated that a couple weeks ago the patient fell and landed flat on their back on cement. Caller stated that since the fall the patient has been complaining of agonizing pain down their left leg and making their leg feel numb. Caller added that the patient cracked a bone in their right ankle so the patient has a boot on that foot and that isn't bothering them at all, but they are in so much pain with the left leg. Caller noted that the stimulator was set up to target the right leg but now the pain is in the left leg. Caller stated they're not familiar with the device at all and don't even know if it's charged or turned on. Patient has an appointment with their doctor next wednesday and caller is going to try and get them in sooner since the patient is in such agonizing pain and can't get out of bed. Agent reviewed information with caller and explained how to check implant battery status and if stimulation is on or off. The caller was redirected to their healthcare provider for further investigation. Pt rep called back to follow up on previously reported information. Pt was continuing to have shocking sensations down their left leg after visiting their doctor. Caller said the hcp seemed to think the sensations were sciatic pain, but caller didn't think they had done enough to properly assess whether this could be caused by ins or not; agent understood hcp hadn't done imaging to check ins. Caller said pt had gotten an epidural, which didn't seem to help, and was losing muscle mass in their leg. Pt was getting the pains/shocking sensations every few hours, randomly. Agent suggested pt could turn off stimulation for a while to see if that stopped the shocks. Agent advised they follow up once more with hcp to request reprogramming if the stim was determined to be the cause of shocking, etc. Pt and pt rep called back regarding information as documented in this case. Pt rep stated that the pt always had the ins programmed for their right leg. Pt rep said that the pt had been back and forth to pain management hcp. Pt rep said that the pt fell flat on their back in august and that they think something happened to the ins, however no one was agreeing with that. Pt rep said that the pt couldn't even touch the back of his back. Pt rep said that the pt saw dr the day before thanksgiving about their left leg. Pt rep sad that the left leg was great and the pt had no shocks in it. Pt rep said that the pt had shocks going up the front of their leg and they couldn't even touch their knee and the shock would go from their groin to the back of the stimulator. Pt rep said that the device was working fine and that the pt had no pain in that leg until monday. Pt rep asked if agent could tell if the device was programmed properly for the pt's right leg. Agent redirected pt rep to hcp to further address the reported issue. Pt rep said that they were a little disappointed with the pain management facility as no one seemed to want to help the pt. Pt rep said that the pt had been in excruciating pain since august. Pt rep said that hcp was out last week and this week and hcp had a care team looking over patients who called them today and told pt rep to take the pt to urgent care as it sounded like the pt had a blood clot. Pt rep said that the pt has had mris, cat scans, and x-rays. Pt rep said that they might take the pt to an emergency room since the pt had lost that much muscle mass in their leg that they couldn't even walk. Pt rep said that they tried to call a rep, however the phone number wasn't in service. Agent reviewed rep role with the pt rep and redirected pt rep to hcp. Pt rep said that they spoke with a nurse yesterday and that hcp didn't have any available appts until march. Pt rep said that where the ins was implanted was sore to the to uch so they were thinking that there was a wire/lead that was shorted out or something.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.